Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Troubleshooting performed by the representative found that there was a defective system control board. A replacement board was sent to the site on 15 july 2014. After replacement, the imaging system then passed the system checkout and was found to be fully functional. The system control board was sent to the manufacturer for analysis. Testing was able to confirm the reported incident. Confirming an electrical failure due to a defective pcba. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, that the viewing station was not able to connect to the imaging system. The representative troubleshot the system by attempting to restart the system and leaving it one for about half an hour. Also, replugging the interface (umbilical) cable. No troubleshooting was able to resolve the reported issue. There was no patient present when this issue was identified.